Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater than 600 mg/dl) on their blood glucose meter. The consumer administered 7 units of insulin based on that reading. The consumer subsequently experienced a hypoglycemic event requiring emergent food intervention. During the call to customer support, it was revealed during troubleshooting with customer support that the consumer used expired control solution on her test strips to determine their integrity and accuracy. The consumer was educated on these directions for use at the time of the call. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.